Manufacturer narrative:
(B)(4). Sjm could not evaluate the dtv45 involved in this incident since it was not returned to us. The delivery system¿s manufacturing records could not be reviewed since the lot number for the affected product was not provided to sjm. The cause of the reported event remains unknown.

Event description:
During a pfo procedure when a 9f amplatzer torqvue 45 delivery system (dtv45) was placed, an air embolism occurred. This air embolism led to hypoxic brain damage and media infarction.